Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the inner sheath, for 26 fr. Outer sheath, the ceramic tip had a malfunction/damage. The event occurred during set up / inspection for use (during set up in room / before patient in room). There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information and results of the final investigation. Please see updates to d8, h2, h3, h4, h6, and h11. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, the reported event was likely due to a component failure of the ceramic tip, most likely as a result of an applied excessive force. However, the root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
There is no new information.